Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2021, the patient experienced pain due to suspected impingement near the popliteus muscle. This adverse event was solved by a revision surgery on (B)(6) 2022, where the jrny ii bcs xlpe art isrt sz 5-6 lt 9mm was explanted and exchanged. Current health status of patient us unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, patient had a total knee arthroplasty surgery (B)(6) 2021. Experienced pain due to suspected impingement near the popliteus muscle, and had a revision (B)(6) 2022, where the jrny ii bcs xlpe insert was explanted and exchanged. No medical records were provided. Therefore, a thorough medical assessment cannot be performed. With the limited information provided, patient impact beyond the revision is unable to be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that improper fixation, and/or migration of the components could cause possible adverse effects. The patient should be warned of surgical risks, and made aware of possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, limited range of motion, joint tightness, patient anatomy, postoperative care or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.